Event description:
Paperwork accompany the device stated that it was explanted in 2007 due to multiple electrode faults. The pt was reimplanted with a new device on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.